Manufacturer narrative:
Additional information: imdrf annex a,g,c and d codes .

Event description:
It was reported that the programmed infusion ran longer than expected. The etoposide infusion was programed to infuse at 545 ml/hr. Total volume was to be 545 ml, at the end of the infusion, the pump volume read 674.9 ml (including a 16 ml flush). The infusion was completed in one hour and 17 minutes. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the programmed infusion ran longer than expected. The etoposide infusion was programed to infuse at 545 ml/hr. Total volume was to be 545 ml, at the end of the infusion, the pump volume read 674.9 ml (including a 16 ml flush). The infusion was completed in one hour and 17 minutes. There was a patient involvement but no harm.

Event description:
It was reported that the programmed infusion ran longer than expected. The etoposide infusion was programed to infuse at 545 ml/hr. Total volume was to be 545 ml, at the end of the infusion, the pump volume read 674.9 ml (including a 16 ml flush). The infusion was completed in one hour and 17 minutes. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.